Event description:
The attending physician observed two screws backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2008 to remove and replace both screws that were backing out. The revision case was completed with no further incidences. The pt is reported to be in good health and will continue to be monitored closely.